Event description:
The complainant reported on 4/11/06, she purchased a bottle of alcon opti-clean ii daily cleaner. When she opened the bottle and started cleaning her lenses, she notices it was grainy and she grew suspicious. The tamper resistant tape was around the lid, so she could not figure out reason why it was grainy and why solution did not appear normal. She was shocked to discover the date of 9/03. She went to the garbage to retrieve the box, it also has the expiration date of 9/03.